Event description:
It was reported that a patient underwent a total knee arthroplasty on an unknown date. Subsequently, the patient presented with pain in the knee joint absent of external trauma. X-ray diagnostics detected a fracture of the tibial tray locking bar. Four (4) months post-diagnosis, a revision surgery was performed. The fractured locking bar of the tibial component was replaced as well as the articular surface. The tibial tray remains implanted. Due diligence is in process for this event; to date no further information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a2; a4; b4; b5; b7; d6a; g3; h2; h6; h10. The following sections have been corrected: b3; d6b. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision op notes: poly lies without irritation, broken clamp appears here- poly and broken clamp removed without complication, tibial and femoral components are firm.. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: overall size and alignment of the implants is appropriate. Normal bone quality. Left total knee arthroplasty with likely implant disassembly of the tibial component. This linear metallic focus posterior to the lateral tibial plateau presumably represents the fractured locking clamp described in the patient's history. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). Year of birth: 1943. Concomitant medical product: unknown femoral component, catalog#: ni, lot#: ni; unknown articular surface, catalog#: ni, lot#: ni. Report source: foreign: germany due diligence is in progress to determine if the device is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a total knee arthroplasty on an unknown date. Subsequently, the patient presented with pain in the knee joint absent of external trauma. X-ray diagnostics detected a fracture of the tibial tray locking bar. Five (5) months post-diagnosis, a revision surgery was performed. Due diligence is in process for this event; to date no further information has been reported.